Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydrocodone and ziconotide (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the hcp saw a motor stall recovery alert and that this was the first time the synchromed ii pump was interrogated with the a810 app version 2.0. When asked if the patient had magnetic resonance imaging since implant of the pump, the hcp responded n/a. The agent reviewed information regarding pump motor stall and recovery with a concurrent alarm.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.